Event description:
It was reported to boston scientific corporation that a radial jaw 3 pulmonary single-use biopsy forceps was used during pulmonary biopsy procedure. According to the complainant, during the procedure, a biopsy was taken without issue. While taking a second sample, the device jaws became "kinked" and it was not possible to collect the sample, or direct the jaws to the right location. The procedure was completed with another radial jaw 3 pulmonary single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be well.

Manufacturer narrative:
(B)(4) for the reported event of jaws bent. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).